Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.0 x 30mm was alleged of breakage after surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the reported event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on product experience, these are some of the most likely causes: implant submitted to high forces; inadequate bone quantity and/or bone quality; insufficient bone repositioning / bone reduction; incorrect choice of implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
Revision surgery. Part of the screw broke inside patient, screw was taken out and another put in. Metal frag remained in pt. No other info available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision surgery. Part of the screw broke inside patient, screw was taken out and another put in. Metal frag remained in pt. No other info available.

Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.0 x 30mm broke after surgery could be confirmed, as the device was returned and presented a breakage at the very end of its thread. Based on investigation, the root cause was attributed to a user and/or patient related issue. These are the most likely factors that led to screw breakage: - ur: inadequate surgery technique: - the surgeon put two screws in contact; - bone repositioning/reduction was insufficient. - pr: patient was not compliant: - the patient applied excessive load early through extreme strain, or through work-related or athletic activities. - pr: inadequate bone quantity and/or bone quality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The instruction for use (v15138 rev b systeme autofix non sterile lbl 0898) was reviewed: ''contraindications: do not use the cannulated screws in cases of: [...] ¿ inadequate bone quantity and/or bone quality [...]; ¿ lack of patient cooperation or mental illness . [...] Adverse reactions: adverse reactions may include but are not limited to: ¿ clinical failure (i.e. Pain or injury) due to bending, loosening, wear and tear, fracture of implant, loss of fixation, dislocation and/or migration. [...] Warning: the use of an implant for tasks other than those for which it is intended may result in patient injury. ¿ the operating surgeon and operating room team must be thoroughly familiar with the operating technique, as well as the range of implants and instruments to be applied. Complete information on these subjects must be readily available at the workplace; ¿ prior to use, thoroughly read these instructions for use and become familiar with the surgical technique. [...]; ¿ the operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon; ¿ the manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis; ¿ the operating surgeon must be especially trained in orthopaedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques; ¿ the operating procedure must be explained to the patient, and the patient¿s understanding of the following information must be documented: [...] ¿ the implant can fail due to excessive load, wear and tear, or infection; ¿ the service life of the implant is determined by body weight and physical activity. The implant must not be subjected to overload too early through extreme strain, or through work-related or athletic activities; ¿ corrective surgery may be necessary if the implant fails; [...] Postoperative safety precaution [¿]: ¿ during the postoperative phase, in addition to mobility and muscle training, it is of particular importance that the physician keeps the patient well informed about post-surgical behavioral requirements. [¿] revision surgery / implant removal: metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a fracture is healed, particularly in young, active patients. While the surgeon must make the final decision on implant removal if either of these occurs, we recommend that whenever possible and practical for the individual patient, fixation devices should be removed once their service as an aid to healing is accomplished.'' [Original statement(s)]. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ¿note: the placement and positioning of the k-wire is crucial. The top of the k-wire should engage the subchondral bone at the far cortex of the fracture and the screw should be placed perpendicular to the fracture line . [¿] tips: ¿ the general rule for screw use as applied to internal fixation is that fragments must be a minimum of 3 times the diameter of the implant head (ø9mm for 2.0mm implant and ø10mm for 2.5mm implant); ¿ it is possible to use more than one implant in a given fracture by repeating these steps. Two screws may prevent fragment rotation, as well as allow for additional strength and holding ability [¿] note: pay attention to not put the two screws in contact. Two screws touching each other can lead to screw damage / failure due to excessive screwing torque and could generate unexpected metal fragments.'' [Original statement(s)].

Event description:
Revision surgery. Part of the screw broke inside patient, screw was taken out and another put in. Metal frag remained in pt. No other info available.